Event description:
Prototype of tungsten weighted radiopaque feeding tube was passed under fluoroscopic guidance with resistance encountered leading to esophageal perforation. This was confirmed radiologically. The pt had severe pseudomembranous colitis with peritonitis and profound hypoalbuminenia. She was 99 yrs old and she expired 2/11/94.